Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) reverted to safety mode. Technical services (ts) recommended device replacement. There is no evidence that confirms the procedure has occurred. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) reverted to safety mode. Technical services (ts) recommended device replacement. There is no evidence that confirms the procedure has occurred. This ICD remains in service. No adverse patient effects were reported. Additional information was received, this ICD was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.